Event description:
It was reported that the flange fixture fell out as the pt pulled a shirt over her head. Reportedly, previous radiation had compromised the bone. No further info was reported. Analysis showed that all measurements of the device were within specs.

Manufacturer narrative:
This is a final report.